Event description:
Customer reported that the buttons on the insulin pump's keypad were unresponsive. Blood glucose level was 160.2 mg/dl at the time of the call. No further info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. This MDR related to the (B)(4)manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).